Event description:
It was reported that during an unknown procedure, the clip applier blocked. The surgeon took another instrument to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout. If further details are received at a later date a supplemental medwatch will be sent. The analysis results of the device found that it was returned with the jaws in the closed position. Further evaluation found that the device was empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "blocked" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In addition, the instrument was received with one jaw broken at bifurcation. Evidence of corrosion was found on the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The batch record was reviewed and no anomalies were noted during the manufacturing process.